Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. The first, second, and third firing for duodenum resectioning were successful. On the fourth firing, the surgeon clamped the tissue to resect the jejunum and pushed the green and blue buttons but the device did not fire. The reload was removed and replaced by a new one to complete the firing with no problem. Two additional firings were done with the same handle successfully. No patient injury or extension in surgical time. Patient status is no problem.